Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor filament was missing. Customer blood glucose reading was 8.0 mmol/l. The note reads no further details given. Sensor will be returning for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.